Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting increased pacing impedance measurements in the right ventricular (rv) channel which had increased from 586 ohms to 824 ohms in the past twelve months. Isometrics were not performed; however, there were no stored episodes, no noise or and no change in sensing or threshold measurements. The physician decided to continue to follow the patient every three months. Six months later, pacing impedance was 1300 ohms. All other measurements remained unchanged and the patient will continue to be monitored. During a routine device replacement procedure over two years later, pacing impedance was 1900 ohms with the replacement device. The lead was removed from the device header and tested with a pacing system analyzer (psa) and the measurement was 1600 ohms. After re-insertion into the new device, it was again 1900 ohms, then began to decrease but increased again to 1950 ohms. The physician decided to leave the lead implanted with the replacement device and continue to monitor. A short time later, a red alert was received from this system due to pacing impedance measurements greater than 2000 ohms. A lead fracture is suspected, however, no testing was performed to confirm this. No adverse patient effects were reported.